Event description:
The manufacturer received information from the patient alleging a burning odor. During functional testing at the repair center, a burning smell was confirmed to be coming from inside the device. In addition, upon inspecting the inside of the device, it was confirmed that the circuit board was burned. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.